Manufacturer narrative:
The sc1 cap locks properly into the reservoir compartment during testing. The following were noted during visual inspection: cracked up, down and select button keypad overlay, pillowing keypad overlay and scratched case. No damage on the retainer ring, battery tube threads and reservoir tube threads noted. Cosmetic damage at the retainer ring and thread (jagged) was not confirmed, however, other cosmetic damage was noted. Customer alleged not confirmed for reservoir unable to lock into place. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that there is a physical damage to the retainer ring on the pump and reservoir is unable to lock into place. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed and customer reported that the damage location was jagged thread , pump functionality was affected and that the pump was not dropped or bumped. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.